Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at end of life (eol) level upon receipt. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.

Event description:
It was reported during in clinic follow up that the pacemaker showed signs of premature battery depletion. The device was explanted and successful replaced. The patient was stable and asymptomatic.